Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a left cylinder that would not inflate. A revision surgery was performed, during which the physician confirmed the presence of a kink near the tubing exiting the left cylinder and that air was observed in the device. Additionally, the physician noted that the tubing appeared as though it tended to rotate back into the kinked position. Consequently, the left cylinder was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Incomplete inflation, air in system and kinked are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of device allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.